Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The user facility reported that it plans to clean the connection part of the device. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, the reported event may have been caused by foreign material such as chemical residue, scale, sebum stains, dust, or gauze fluff on the electrical contacts of the video connector socket. If the electrical contacts of the video connector socket have connection failure, communication between the endoscope and the video system center may not be done correctly, and scope communication error b30 may occur. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the scope communication error b30 occurred when olympus 190 series endoscopes were connected to the device. When connecting olympus 180 series and 165 series endoscopes, the device worked properly. There was no report of patient injury associated with the event.